Event description:
Edwards received notification of a 52mm evoque procedure in tricuspid position by right femoral vein. On post-operative day (pod) 2 the patient developed intermittent third degree block due to the interaction of the evoque valve with the conduction system, and a permanent pacemaker was implanted. The final valve deployment position was optimal (0-5mm to annular plane).

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, e1, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities were identified during DHR review. A definitive root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.